Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced hyperglycemia as well as hypoglycemia. The customer's blood glucose level was at 20 mg/dl. The customer experienced symptoms such as dizziness, shaking, sweating, and difficulty in watching and speaking. The customer was treated with food. His blood glucose level went up to 500 mg/dl. He was treated with insulin pump for high blood glucose. The insulin pump will not be returned for analysis.